Manufacturer narrative:
Evaluation of the returned pod10 revealed that the device was retracted proximal to its initial position, the pusher assembly was kinked, and blood was inside the introducer sheath. Based on the reported complaint, this damage was likely incidental. The pod10 was unable to be advanced or retracted from its returned position due to the blood inside the introducer sheath and functional testing could not be performed. Therefore, the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of pod coil being stuck in the initial position of the introducer sheath. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils. During the procedure, a pod coil was stuck in the initial position of the introducer sheath after multiple attempts were made to advance. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and pod packing coil (podj). There was no report of an adverse effect to the patient.